Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use over time and improper device use. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a cosmetic defect, and the neuro tip was damaged. It was noted that the crani tip was damaged, the ball bearing had fallen apart, and parts of the color ring had chipped off/faded. It was further determined that the device failed pretest for temperature, cutter insertion, and visual assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the attachment bearing was getting damaged. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.